Event description:
Device report from synthes reports an event in the USA as follows: it was reported that patient has an rnfa in. Patient fell and broke a proximal locking screw. Plan is to bring patient on (B)(6) 2022 for revision. Patient experience a broken locking screw device malfunction after post-op. This complaint involves one(1) device unk - screws: nail proximal locking. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: nail proximal locking. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.